Event description:
It was reported that the pt underwent a procedure at t4-s1 using interbody device and posterior fixation. It was reported that removal surgery was performed at unk time post op because one of the implanted pedicle screw was loosening at l5.

Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event.